Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a return of symptoms and is going to the bathroom every hour after she had a knee replacement 3 weeks ago. The patient states she increased the stimulation to 4.0, usually on 3.0 or 2.9. The patient programmer was synced and it showed the stimulation was off. The patient successfully turned the therapy on and adjusted the setting to 2.9 and felt the stimulation at a comfortable level. There no further patient complications are anticipated or expected as a result of this event.